Manufacturer narrative:
H6: work order search found one similar event - claim# (B)(4); excessive vault; intra-operative removal and replacement; problem resolved. Claim# (B)(4).

Manufacturer narrative:
H3: the lens returned in a liquid with residue/debris microcentrifuge vial. Visual inspection found thread/fibre on a no visible damage lens. Dimension inspection found lens to be within specificaitons. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k - this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -8.00/1.5/073 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted, incision enlargement and additional sutures were performed due to excessive vault on (B)(6) 2021. Cause of the event is reported as device. Reportedly, there are plans to implant a smaller lens.